Manufacturer narrative:
(B)(4). Medical devices: unknown; unknown taper adapter, unknown , unknown, unknown head, unknown , unknown, unknown cup, unknown . Report source, foreign - the event occurred in (B)(6). Report source, literature: borgwardt, a. Et al (2017). A randomized seven-year study on performance of the stemmed metal m2a-magnum and ceramic c2a-taper, and the resurfacing recap hip implants. The journal of arthroplasty, 1-9. Doi: 10.1016/j.arth.2017.11.061 multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04085. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a trunnion that was cold welded on the taper, leading to removal of the stem six years post implantation. No additional information was made available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.